Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional data: d.10., h.3., h.6. Device evaluation: a visual and microscopic analysis was performed which identified missing shell, creases fold, wear abrasion and broken crease smooth on posterior. Based on the device analysis the final assessment is: a broken crease smooth on posterior due to fold flaw opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.